Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the device with complete laa seal and deployed device diameter of 22.0 mm. Prior to the procedure, 600 mg clopidogrel was administered. On (B)(6) 2020, 1 day post procedure, the patient was diagnosed with a pericardial effusion. Post implant echo dated (B)(6) 2020 revealed a complete seal with no evidence of pericardial effusion. The suspected cause was reported as hemodynamically non-relevant pericardial effusion. There was no corrective action taken in response to the event. The patient was discharged home on aspirin and clopidogrel. On (B)(6) 2020, the patient presented to the first follow up visit and echo revealed complete seal and presence of a 4mm pericardial effusion. At the time of reporting, the event was considered to be resolving and the patient was on aspirin (100 mg) and clopidogrel (75 mg).

Event description:
Flexibility study: it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the device with complete laa seal and deployed device diameter of 22.0 mm. Prior to the procedure, 600 mg clopidogrel was administered. On (B)(6) 2020, 1 day post procedure, the patient was diagnosed with pericardial effusion. Post implant echo dated (B)(6) 2020 revealed a complete seal with no evidence of pericardial effusion. The suspected cause was reported as hemodynamically non-relevant pericardial effusion. There was no corrective action taken in response to the event. The patient was discharged home on aspirin and clopidogrel. On (B)(6) 2020, the patient presented to the first follow up visit and echo revealed complete seal and presence of a 4mm pericardial effusion. At the time of reporting, the event was considered to be resolving and the patient was on aspirin (100 mg) and clopidogrel (75 mg). It was further reported that on (B)(6) 2020 the patient was diagnosed with the pericardial effusion.

Manufacturer narrative:
Date of event updated from (B)(6) 2020 to (B)(6) 2020.